Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a hemostatic valve leak issue was observed. The hemostatic valve was broken and allowed air to be shuttled through the valve. It was replaced and the procedure continued without issue. No patient consequence reported. Additional information was received on 12-may-2025. This part had a leakage issue. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. Did not use sheath for transseptal.

Manufacturer narrative:
The investigation was completed on 12-jun-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 60000619 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).